Manufacturer narrative:
(B)(4). Examination of the returned product confirmed the complaint; a portion of the perimeter of the black disc broke off. The returned spacer is extremely damaged. The date lot code of ht0111 indicates it was manufacture in january of 2011 and is over 5 years old. The root cause appears to be misuse and heavy usage. Based on the age and condition of the product no corrective action is indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Instrument broke while scrub tech was disengaging it from the neck trial.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.